Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged pushing out to much air and also alleged headaches. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 07, 2023 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged pushing out too much air and also alleged headaches. There was no report of serious or permanent harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the no longer used the device not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.